Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the operation, it was found that the valve leaked.

Manufacturer narrative:
The returned valve was patent and met the requirements for valve flux testing. Catheter was attached to the outlet connector of the valve. The valve did not meet the requirements for siphon, reflux, leak, pressure-flow and preimplantation testing. The valve did not meet the requirements for leak testing due to tears on the casing of the delta chamber. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ there was crystalline debris observed on the interior. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.